Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for detachment of device from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, right coronary artery (rca) the 3.0 x 33 mm xience xpedition stent delivery system (sds) was being advanced against anatomical resistance using force and the proximal sds shaft was detached. The device was removed from the anatomy without reported issue. A second device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.